Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for evaluation. Therefore, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode for underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with unspecified bd 2ml fluoride blood collection tubes the tubes are underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states 2ml flouride tubes are having issues filling

Event description:
It was reported that during use with unspecified bd 2ml fluoride blood collection tubes the tubes are underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states 2ml flouride tubes are having issues filling.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.